Event description:
The area rep was approached by two physicians who stated that there was a tx2 complication on a pt. The pt recently saw their physician at which time a proximal extension was placed and the left subclavian artery was covered. Shortly after being discharged and returning home the pt was presented at (B)(6) with paralysis at which point the physician treated him by placing a spinal drain. Pt is recovering nicely and the paralysis is subsiding.

Manufacturer narrative:
Exp date unk as lot is unk. (B)(4). No images were provided, therefore, the placement and the performance of the stent cannot be determined. It was noted that the paralysis was treated correctly by placing a spinal drain. No conclusion can be drawn, but paralysis is a known complication during a tevar procedures, and is stated in the instructions for use under "potential adverse events" as a neurologic complication. No actions taken.